Event description:
Report received of a tubing separation. The pt was receiving an unspecified infusion via a tubing extension set. At some unspecified time during the infusion, the pt alerted the nurse that there was a problem with their IV. Reportedly, the tubing was noted to have separated from the male adapter. As soon as the separation was noticed, the nurse clamped off the line and changed the set. The pt experienced an unspecified amount of blood loss, however the reporter indicated it "wasn't a lot of blood." There were no reported adverse pt effects and no medical interventions were required. Though requested, no additional info was provided.